Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6) 2024. During the procedure, when the device was removed from the scope, the cutting wire of the jagtome rx 44 "snapped." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with the same original device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire anchor dislodged, the tip was damaged, and the working length was torn.

Manufacturer narrative:
Block h6: imdrf device code: a051201 captures the reportable event of cutting wire anchor dislodged.